Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, undetected air in line alarm, which was not reproduced but confirmed during evaluation. The device passed flow rate testing but the upstream sensor's fluid numbers were found out of specification. The upstream sensor was replaced to correct the condition.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to detect air in line during the air in line test. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported undetected air in line malfunction could not be confirmed and this event is determined to be not reportable. The device was tested and found to perform as expected. The manufacturer report number 1314492-2016-00101 can be removed from the FDA database.